Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a high blood glucose (bg) level of approximately 600 mg/dl and diabetic ketoacidosis. The customer was released from the ER on (B)(6), but was re-admitted to the hospital six hours later due to high bg level continuing. Subsequently, the customer was admitted to the hospital. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. The cause for the reported issue was unknown. Tandem technical support performed a pump system check and verified the pump functioned as intended.